Manufacturer narrative:
(B)(4): on an unreported date, the peritonitis event was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown and it was not reported if the patient required hospitalization. The patient was treated with injection vancomycin (1 gram, frequency not reported) and injection fortum (1 gram, once daily) for the event. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.